Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).

Event description:
On 25-jun-2024, palette life sciences received notification of the following event from the [distributor], who received it from a [h ospital] in france "intraoperatively, the [physician] adapted the syringe to the needle and while injecting the product, the syringe broke in the middle of the manipulation, at the level of the glass base and the plastic fins." Multiple attempts for additional inf ormation have been requested from the complainant have been unsuccessful at the time of this report.

Event description:
On 25-jun-2024, palette life sciences received notification of the following event from the [distributor], who received it from a [h ospital] in france "intraoperatively, the [physician] adapted the syringe to the needle and while injecting the product, the syringe broke in the middle of the manipulation, at the level of the glass base and the plastic fins." Multiple attempts for additional inf ormation have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. One half-empty syringe was returned, and the lot number is in accordance with the report. It was observed the syringe had been used and the flange was broken. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No previous similar reported complaints on the lot. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
On 25-jun-2024, palette life sciences received notification of the following event from the [distributor], who received it from a [hospital] in france "intraoperatively, the [physician] adapted the syringe to the needle and while injecting the product, the syringe broke in the middle of the manipulation, at the level of the glass base and the plastic fins." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. In section d provided the full UDI number.